Event description:
Information was received indicating that a smiths medical cadd solis vip pump's code and protocol settings were defaulted. The library was erased. Software version: 97-0625-010300-01. There was no reported adverse event.

Manufacturer narrative:
Additional information was received on 28-oct-19 indicating that the event occurred during use, there were no consequences to the patient. The event date was also included. Device evaluation completion date: 28-oct-19. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a bubbled downstream occlusion seal. During analysis, the customer's complaint regarding "code & protocol settings were defaulted. Library erased" were verified, and not repeated. Service will replace the main printed circuit board (pcb) for real time clock (rtc) battery not holding charge. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.